Event description:
It was reported that the right ventricular lead was possibly fractured. The threshold had increased and the pacing impedance had also increased and was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.